Manufacturer narrative:
B.2 required intervention was selected incorrectly on the initial manufacturer device report number 1220648-2025-25658. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25658 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient (unknown age and ethnicity) with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and experienced positioning issues and would subsequently expire. The impella pump was successfully implanted and patient on the unit with extracorporeal membrane oxygenation (ECMO). Approximately four days after start of support, the physician reported a recurring alarm ¿impella in aorta¿ and "impella position unknown." The position was noted "good" at 4.9cm in the ventricle, pulsatile curves. The patient was with his/her own ejection fraction of approximately 10-15% and on extracorporeal membrane oxygenation therapy. Support continued until reportedly the patient expired approximately 19 days later. The decision was made to withdraw care. No further information regarding the cause of death was provided, and there is not enough evidence to exclude the impella device as an associated factor.

Manufacturer narrative:
The impella device was not returned; therefore, an evaluation, analysis of the device was not possible. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
A complainant reported a patient was on an impella 5.5 along with extracorporeal membrane oxygenation support. While on support there were recurring alarms ¿impella in aorta¿ and "impella position unknown" reported. No further information was provided. Care was withdrawn and the patient expired.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product was fixed from 0550-0006 to 2000163 as reported to as investigated because the reported complaint was against the purge cassette, not the pump. Product was not returned for review. The root cause of the pc leak was unable to be determined as limited clinical details were provided and no product was returned for review. Failure mode positioning issues was removed since it was reported that positioning alarm were triggering despite the pump being in proper position. Data logs were reviewed and pump in aorta alarms were confirmed. Pump optical metrics were stable with no placement signal not reliable alarms. Since the site reported that the pump was in good position, the cause of the false position in aorta alarms was patient condition related. The pump was not explanted due to the optical signal issue, positioning alarms reported on 8/26 and pump explanted (B)(6). A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.